Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a percutaneous coronary intervention (pci), a perforation occurred. A 2.8x19mm graftmaster stent delivery system (sds) was advanced but did not cross the narrow lesion and the shaft broke. The sds was simply withdrawn from the anatomy with no snare required. The perforated lesion was treated with an unspecified balloon. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.